Event description:
Rt coronary artery would not maintain adequate blood flow during ptca/stent placement. Pt sent emergently to open heart surgery. Stent became dislodged from its balloon and traveled down the rt femoral artery.